Event description:
The patient contacted animas on (B)(6) 2012, and stated the keypad buttons had to be pressed in a certain spot to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump in a case attached to a belt and cleaned it with a damp towel. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow, down arrow and contrast buttons were normally responsive. The ok button had intermittent response. The keypad cover was removed for investigation and revealed the ok button contact was misaligned.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or tearing was observed. During testing, the ok keypad button was intermittently unresponsive and the ok key contact was found to be misaligned. All other keypad buttons responded appropriately.